Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deformation occurred. Vascular access was obtained via radial artery. The totally occluded target lesion was located in a non-calcified and mildly tortuous left circumflex artery. First, a 2.75 x 32 promus element¿ stent was advanced and was deployed from the left circumflex artery to the obtuse marginal artery. Then, a 2.50x38mm promus element¿ long stent was crossed through the implanted 2.75 x 32 promus element¿ stent and was deployed 1-2mm inside of it with a good result. Post dilatation was performed using the kissing balloon technique with an unspecified balloon catheter. After the post dilatation, it was noticed that the proximal edge of the 2.50x38mm stent which was deployed 1-2mm inside the 2.75 x 32 promus element¿ stent was now out of the stent and there was a gap between the two stents. The physician concluded that it was a case of stent deformation and the 2.50x38mm stent shortened after post dilation. The flow was not compromised and the end result was satisfactory. No intervention was done and the procedure was completed. No patient complications were reported and patient¿s status was stable.